Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has not been received. As the device was not returned, we are unable to perform further root cause analysis. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. Linked MDR's: 2029214-2017-01305. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the guidewire had the coating shed of the "wire". No patient injury was reported.

Manufacturer narrative:
Based on the device analysis, scanning electron microscopy (sem) images, provided images and reported information, the report of coating removal during use was confirmed. The pushwire coating damage appears to have been caused by mechanical scraping and abrasion during the manipulation of the guidewire with the metal torque device (pin vise) and/or within the introducer needle. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The guidewire was returned for analysis. It was removed from within the inner pouch and found to be protruding from within the introducer needle hub. The introducer needle was found to be stuck on the guidewire. The guidewire coating was found to be scrapped and missing from multiple locations. Upon visual inspection, the coating appears to be well adhered and scrapped off by mechanical damage and does not appear to be brittle or delaminated. It also appears that the substrate layer of the coating has been completely removed leaving bare metal. No issues were found with the guidewire solder regions. The guidewire was found to be bent near the distal tip. No other anomalies were observed. The device is still undergoing an evaluation and has not yet been completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.